Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider (hcp) via manufacturer representative. It was reported that the pump was delivering baclofen [2000mcg/ml] at a rate of 944.8mcg/day via flex dosing. The lot number and the manufacturer of the baclofen were unknown. There had been no specification from the hcp regarding the cause of the erosion, though the erosion was described as the skin over the left side of the pump was very thin with the silver of the pump showing further. In addition, there was a small red area at the top edge with a hard area on the left side of the pump. It was indicated that the hcp had reviewed the signs of infection with the patient and suggested that the patient contact the physician. A pocket revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy it was reported that patient's pump was eroding through the skin to the point that the grey of the pump was visible through the skin. A caregiver at a nursing home identified the issue. No diagnostic tests / troubleshooting had been performed. No specific cause of the event was given by the hcp. The patient had been referred to a physician for a pocket revision surgery. Surgical intervention was planned but not yet scheduled. The issue was unresolved. The patient was without injury regarding their status at the time of the event. Regarding pump erosion, it was noted that no symptoms were reported at the time of the report. Other medications (oral, etc.) That the patient was receiving at the time of the event including drug lot number of baclofen were unable to be obtained. The following additional information has been requested which was not available at the time of this report: clarification of baclofen in the pump (type/name, drug concentration, and dose rate), onset/date of event, and symptoms experienced. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had a pump and catheter replacement (B)(6) 2016. The patient was switched from a 40cc pump to a 20cc pump to help resolve the issue of pump eroding almost through the skin. The physician moved the pocket from the left side to the right side. The physician was able to aspirate cerebrospinal fluid from the catheter access port and the pump pocket issue had been resolved. The pump was delivering gablofen, 2000 mcg/ml; 943.3 mcg/day via flex dosing, lot number unknown/not available.